Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that the autofill assembly was leaking. The fse replaced the helium reservoir assembly then completed all safety, functionality, and calibration check. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. The iabp unit was swapped out with another iabp unit. There was no harm or injury to the patient and no adverse event was reported.